Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for rotator cuff insufficiency (rupture rotator cuff). New stem wasn't implanted, subject was converted to rsa. Patient ID: (B)(6).